Manufacturer narrative:
The hemopro 2 device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined no nonconformities with the device. The jaws were inspected under a microscope; there was no evidence of detached or peeled silicone on the device jaws. Based upon the eval results, the reported complaint could not be confirmed. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone separated from the hemopro 2 jaws. A replacement device was used to complete the procedure. The hospital did not report any pt effects.